Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath size, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation and interaction with the lesion, accessory devices and/or previously implanted stents. It is possible that interaction with the previously implanted stent during advancement in the lesion may have subsequently led to the stent dislodgement. Several attempts were made to obtain clarification on the case details; however, no further information was available. To ensure the reported difficulties are not the result of a manufacturing deficiency, all stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report and all lot release testing met manufacturing criteria. A conclusive cause for the reported stent dislodgement could not be determined.

Event description:
It was reported that the promus rx stent delivery system experienced a stent dislodgement inside of a previously implanted stent located in the heavily tortuous and calcified proximal right coronary artery. No adverse patient effects were reported. No additional information was provided.